Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) noticed after power-up an "power-up test fails code # 14. During repair he noticed that the scroll compressor did not work correctly . The fse replaced compressor and performed safety and functional check. The iabp passed all functional and safety tests per factory specifications.

Event description:
The customer reported that while in use on a patient, the cardiosave gave an ¿iabp may require maintenance message¿ alarm and after power-up an ¿power-up test fails code # 14" . No patient injury or harm reported. No adverse event reported.